Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the screen showed, "no disposable clamp tubing." The alarm was silenced, pump settings reviewed (res vol 14.5 ml, cont rate 2.2 ml/hr, vol given 85.5 ml), and the pump was powered off. The cassette was removed and tapped on a hard surface, but the alarm persisted. The patient's spouse stated that everything appeared completely empty due to over-delivery. The patient was redirected to the clinic. The event occurred while in use with a patient at hospital. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. No issues were found in the event history log (ehl). The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to over delivery. As a result, valves and ejector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.